Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a fluid leakage at the connection site between the extension tubing and the cassette during infusion. The extension tubing was replaced with a new one, and administration proceeded without issues. There was patient involvement, no injury was reported.